Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery while lasering the patient's eye using indirect laser ophthalmoscope (lio) , doctor took foot off foot pedal and machine continued to doctor had to kick laser footpedal to stop machine from lasering, doctor also had to turn head (as lio was on head) to avoid patient injury.

Manufacturer narrative:
The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Internal investigations were opened to address an issue with fluidics and the illumination issues. Both were later determined to be unrelated to the reported event. The system was found to exhibit no functional issues related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).